Manufacturer narrative:
A doctor reported that a bridge that had been cemented with breeze cement de-bonded within two months of placement. The doctor re-cemented the bridge with breeze cement and the bridge de-bonded after two weeks. The doctor stated that he planned to re-etch the tooth and re-cement the bridge. Attempts were made to contact the doctor for follow-up information on the patient's current condition; however no response, nor any further complaints, have been received from the doctor. No product was returned for evaluation and no part number or lot number was provided; therefore no further investigation is possible and the cause for the de-bond remains inconclusive.

Event description:
On (B)(6), a doctor reported that a bridge that had been placed with breeze cement de-bonded after two months, and after re-cementing, de-bonded after two weeks.